Event description:
It was reported that a patient underwent a laceration repair between the eye brows on (B)(6) 2012 and a topical skin adhesive was used. The adhesive got into the patient's left eye after it was applied. The left eye was sealed shut. The doctor applied an ophthalmic ointment and the eye remained sealed shut. The eye was red and swollen. Additional information has been requested.

Manufacturer narrative:
(B)(4). Eyelid bonded shut. Unintentional bonding: eyelid. Conclusion: the device information for use warns "when closing facial wounds near the eye with dermabond adhesive, position the patient so that any runoff of adhesive is away from the eye. The eye should be closed and protected with gauze. Prophylactic petroleum jelly around the eye around the eye, to act as a mechanical barrier or dam, can be effective in preventing inadvertent flow of adhesive into the eye."